Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the prostar xl 10f pvs system devices have not been established in the following patient populations: patients with common femoral artery calcium which is fluoroscopically visible. Sheath: 10f, 18f; stent: fluency caver 9x40mm; heparin 5000i. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other prostar xl device is being filed under a separate medwatch MFR number.

Event description:
It was reported that a physician attempted placement of the prostar xl 10f suture with a 10fr sheath, using the pre-close technique prior to a transcatheter aortic-valve implantation (tavi) procedure in a moderately calcified right common femoral artery. Reportedly, when attempting to deploy the needles, resistance was felt and the needles could not be pushed through the calcified vessel wall. The needles were retracted into the device and the device was removed from the patient. A second prostar xl was placed in the vessel at slightly rotated angle. The needles were deployed and the sutures were used for hemostasis following the tavi procedure. It was felt that a small amount of bloody oozing was coming from the access site. To ensure hemostasis was successful a covered stent was placed in the right access site through an already present puncture in the left common femoral artery. The sheath was upsided to an 18fr sheath. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Based on the results of the investigation, the evidence of needle strike marks on the barrel face, confirmed the reported event because the needle will not be present at the hub. Therefore, probable cause for the needle strike mark on the barrel face and for needle missing/not presented at the hub during needle deployment is related to the operational context in which the device was used. The visual inspection and performance verification done on the returned device did not detect a quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.